Event description:
Nurse (rn) went to hang intralipids that were strung up by previous shift rn and hanging idle on pump, not engaged due to antibiotics infusing at shift change on same pump. When this rn went to engage syringe in pump, plunger from syringe fell out with lipids spilling out of syringe. This happened twice with 2 separate syringes.======================health professional's impression.======================overfilling of syringe.did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?no.what was the original intended procedure?lipid infusion.device #1is this a laboratory device or laboratory test?no.